Event description:
It was reported that the patient presented to surgery with degenerative disc disease l5-s1 with severe back pain. Pt. Underwent a procedure for alif at l5-s1 with interbody cages and rhbmp-2/acs. At 21 months post-op the patient presented with worsening low back pain and left anterior thigh numbness and ble weakness. She also has reported episodes of bowel and bladder incontinence. MRI studies show ¿residual vs. Recurrent non-enhancing disk material and enhancing granulation tissue causing compression of the l l5 nerve root at the l5-s1 foramen.¿ at 24 months post-op the patient presented to surgery with foraminal stenosis at left l5-s1 and underwent a procedure for left l5-s1 foraminotomy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.